Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient's implantable cardioverter defibrillator (ICD) triggering a false positive lead integrity alert (lia). Reprogramming was completed and both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.